Manufacturer narrative:
This report is filed on june 28, 2017.

Manufacturer narrative:
Correction: the previous MDR submitted on june 28,2017 was filed incorrectly. The report should have been follow up number "1" instead of "2". Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016.